Manufacturer narrative:
Investigation summary: one photo of a small loose square brown particle was received and evaluated. The particle was approximately 1 mm in size based on the scale. The fourier transform infrared spectroscopy results provided indicated the particle was most likely silicone. Based on the fourier transform infrared spectroscopy analysis of the particle provided, it was determined to be silicone. As silicone is an integral part of the syringe function, the results are inconclusive. It would be helpful if the silicone could be filtered from the fourier transform infrared spectroscopy results. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. Silicone has been in use in this application for over 20 years. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. Potential root cause for the foreign matter defect could not be determined based on the evidence provided. Silicone is expected inside the syringe and would be helpful if it could be filtered from the spectra results. Since root cause could not be defined, no corrective actions are necessary at this time. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a foreign particle was found in the bd syringe luer-lok¿ tip. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: during a recent production campaign for clinical product, a foreign particle was observed in our intermediate product. The particle was isolated and analyzed by an external laboratory. The following information has been determined: micrograph shows the particle is brown with black specks, translucent, thin, and ~1 mm in width. The particle is firm and fragmented under mild pressure. It didn't press into sheets but rather broke up into a fine powdery material when pressed thin. Ftir has shown the particle to be silicone-based polymer. The result most closely aligned with silicone gasket reference standards.